Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device did not work was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device ran in a locked position and displayed and e2(handpiece lock engaged) error code. The assignable root cause resulting from failures identified during evaluation was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device ran in a locked position and displayed an e2 (handpiece lock engaged) error code. It was further determined that the device failed pretest for safety assessment. It was noted in the service order that the device did not work during pre-surgery. This event did not occur during surgery. There was no patient involvement. It was reported that there was no delay to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.